Event description:
A nurse reported that a patient on peritoneal dialysis (pd) therapy has peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing abdominal pain and shortness of breath (sob). As a result, on (B)(6) 2024, the patient was hospitalized. During hospitalization, it was discovered that the sob was due to a heart blockage. Additionally, a pd culture was obtained which grew the bacteria serratia (species unknown). The patient was initiated on antibiotic therapy with a combination of vancomycin, cefepime, and zosyn (dosing not provided) intravenously (IV). The nurse stated the cause of the peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The patient is recovering from the peritonitis event and remains in the hospital pending a coronary artery bypass graft (CABG); unrelated to dialysis.